Event description:
As received, the set screws were stripped and remained in the hooks. During final tightening, the dr noticed that the hex driver fit loosely in the set screws. According to the complainant, the screws had to be cut out of the hooks so that the surgery could be completed. Surgery time was extended longer than a half an hour. There were no other adverse consequences to the pt. Upon examination of the blueprints for the screws, it was found that eco 2602 revg, dated 6/19/1998, changed the drawing to require that all set screws be etched with the lot code. The set screws that were returned from the complainant do not have lot codes etched on them, indicating that these screws were manufactured to a previous revision, prior to 6/1998. Also in 2/1994, eco 1024 changed the internal hex dimension from 3.18mm to 3.175mm, thereby tightening the internal hex dimension. The internal hex of the set screws were examined and measure. The dimensions did not conform to current, tighter, specifications. The larger hex width may have attributed to the stripping encountered during tightening. Since these set screws do not have a lot code etched on them, they were most likely manufactured prior to the change that tightened the tolerance on the internal hex dimension. All of these set screws are now manufactured with a lot code on them. It is now possible to determine when they are manufactured and therefore to what specifications. Stripping of these set screws by over-torquing can occur due to the extremely small size of the internal hex. A torque limiting driver is provided for those surgeons who are having difficulty with these set screws.